Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was returned for investigation with a crown. Visual inspection of the as returned product identified minor signs of use, dried bone and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Although the crown was unable to be removed, the reported device was measured with calipers (cal1334 cal due:sep 25, 2020) and was verified to match specifications per pd-tsvtb11 rev b. A pre-existing condition noted on the per was allograft site. Additionally, the patient had moderate (type ii) bone density with pain. The reported device was located on tooth # 8 and was implanted for 2 years 11 months. The customer did not provide pictures or x-ray images. DHR review was completed for the subject lot number (63341705). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3018) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63341705) for similar events and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or device (tsvtb11). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that an implant (tsvtb11) was removed due to bone loss at tooth location 8.